Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign manufacturer representative (for, rep) indicated that the cause of "no contrast agent visible intrathecally but there were signs of it around the pump, the patient's return of symptoms and lack of pain relief was not determined. It was unknown if the return of symptoms and lack of pain relief was resolved. The rep stated that they did not receive info about the progress with this patient. The reps stated that they would ask the refill account about.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0230804289 implanted: (B)(6) 2025 explanted: product type catheter; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. Regarding the revision / procedure, no device was explanted because the system passed all intraoperative tests including aspiration and pressure test of all connections, etc. It seemed that it was more of a matter of finding the right daily dose. The increasing process was ongoing.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 5 mg/ml at 1 mg per day via an implantable pump. It was reported that the patient experienced return of symptoms and a sudden lack of pain relief. Diagnostics/troubleshooting performed included on (B)(6) 2025, a side port test was done to make sure that drug was administered to the intrathecal space. Aspiration of 2 ml from the catheter was possible. No contrast agent was visible intrathecally but there were signs of it around the pump. Actions/interventions taken included programming of a single bolus to observe if the drug arrives intrathecally (it). On (B)(6) 2025, another side port test will be conducted and depending on the results there will be a revision of the system. The issue was not resolved at the time of the report. The patient's medical history included chronic pain. The patient had no pain relief of oral of oral medication and therefore the solution was intrathecal drugs. During the trial and since implantation of the pump the patient had good pain relief. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that it was not clear that there was a leak during the two side port procedures. The cause of no contrast agent visible intrathecally but there were signs of it around the pump was not clear. During the revision surgery performed on (B)(6) 2025, no leak was found. Neither in the connection pump catheter nor in the connection of catheter spinal and pump segment. It was still not clear what the cause of the patient's symptoms were because they did not find a leak. The hcp had the hypothesis that the daily dose was too less and would now increase the dose step by step until the pain relief was back. The dose 28.4 was 8 mg per day. When asked if the event resolved, the rep stated that they had to wait the next days and weeks if the increase of daily dose would resolve the issue.